Event description:
The customer reported that the insulin pump had constant tones and blank display. The blood glucose reading at time of the call was 125mg/dl. Troubleshooting was performed and the constant tones and a blank display continued. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with constant tones and a blank display. Problem isolated to the motherboard.